Event description:
On (B)(6) 2025, a patient underwent ultrasound guided kidney biopsy procedure through normal tissue density using maxcore device. During the procedure, it was reported that the needle was allegedly bent. Further it was reported that the firing button got a bit stuck but still be pressed. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history record was performed. The device has been returned to the manufacturer for evaluation. However, photos provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: three electronic photos were provided and reviewed. The first photo shows a product's labelling information which matches with the tw details and the second photo shows one maxcore device in half primed position and the sample notch of the device was noted to be bent. Third photo shows a needle, and the device is partially visible, and the sample notch of the device was noted to be bent. Based on the photo review the reported needle bent issue can be confirmed. Received one maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation, the device appeared to have residue on the distal tip of the stylet, and the device was returned half primed, leaving the sample notch exposed. A backwards bend was noted to sample notch when placed against a straight edge ruler. Due to the nature of the bent sample notch, functional testing was not performed. Therefore, the investigation is confirmed for the identified bent issue as bend was noted to sample notch and the investigation is inconclusive for the reported failure to fire as the further functional testing was not performed due to the bent issue. A definitive root cause for the alleged failure to fire and bent issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent ultrasound guided kidney biopsy procedure through normal tissue density using maxcore device. During the procedure, it was reported that the needle was allegedly bent. Further it was reported that the firing button got a bit stuck but still be pressed. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.